Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 1 and 4 hours. In addition, the patient reported that the pod had leaked from the pod infusion site (back). As treatment, a new pod was applied.

Manufacturer narrative:
The returned device was evaluated, and the investigation a tear was identified on the exposed portion of the soft cannula, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. No defects were observed on the adhesive pad or its welds that would contribute to the reported adhesive issue. The cause of the reported adhesive complaint could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 17.2 hardware: iphone13.1 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.